Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead dislodged and the insulation twisted while positioning. The lead was not used and replaced. There were no patient consequences.